Event description:
Customer reported no image on monitor.

Manufacturer narrative:
Gehc surgery personnel replaced igbt/snubber pcb. Also installed 4 standoffs and 4 new mounting screws to accommodate the new igbt/snubber pcb. System operating as intended.